Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer¿s blood glucose was 92(mg/dl). Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Per the pump user guide: keep the transmitter and the pump within 20 feet of each other without obstruction.

Event description:
It was reported that out of range issues occurred between the transmitter and pump with no continuous glucose monitor sensor readings for over 15 minutes. The customer's blood glucose level was 92mg/dl. Reportedly, the customer was not wearing the pump and the transmitter within line of sight. After moving the devices within line of sight, the pump and the transmitter regained connection.